Manufacturer narrative:
This report is for unk multi lock long nail 7mm, 240mm/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the primary surgery for proximal humerus fracture had been performed on (B)(6) 2015 and a multi lock long nail 7mm was implanted. Due to non-union was found, revision surgery for implanting multi lock long nail 8.5mm was performed on (B)(6) 2015. This complaint involves 4 parts. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Device was use for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 26apr2017 update: it was confirmed that product information for the initial surgery could not be obtained.